Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a loss of stimulation. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated ipg exhibited normal device characteristics and no alleged malfunction.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-04601 should not have been reported as a medical device report (MDR) after additional information received confirmed normal device characteristics and thus no longer reportable.